Manufacturer narrative:
One (1) sample was received. Lot history review found there is not a non-conformance or deviation related to the failure reported in the device history record for finish good and component associated. Sample consists in one (1) cassette product from part number 21-7301-24, lot number 4427043. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed of the sample; visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, were observed. While injecting liquid to the sample, a leak was detected in the medication bag and the tube. According to sample received, the failure mode ¿leaking¿ was confirmed in the device received.

Event description:
It was reported that the cassette leaked when it was filled. Per reporter, it was necessary to redo the cassette, and therefore the customer was obliged to retake ampoules of ketamine. Per reporter, the immediate taken measure was the removal of the cassette. Per reporter, the patient-controlled analgesia cassette leaked as soon as the product was prepared as there was a sealing problem at the connection of the tubing to the cassette. There was patient involvement, but there were no clinical consequences. The patient was not prescribed any medical treatment and the status of the incident is resolved.

Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.